Event description:
A customer contacted beckman coulter, inc. (Bec) to report a wash buffer leak in connection with their unicel dxi 800 access immunoassay system. The leak was coming from the peri-pump system. The customer did not report an affect to patients or end users in connection with this event.

Manufacturer narrative:
Bec field service engineer (fse) was dispatched for this event. The fse identified the source of the leak to be a split in the latex tubing at the wash buffer supply peri-pump. The fse replaced the tubing and ran system check and qc. (B)(4).